Event description:
It was reported that during a returned order service, and air detector damage was noticed. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
Other, other text: b5: additional information received via email from customer on 28-nov-2022 and attached in complaint: no patient involvement was recorded regarding the associated complaint. Any error and/or failure occurred during testing only. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device in good condition; the tamper seal was removed. There was no evidence of the reported error in the event history log (ehl). The reported problem was not duplicated/verified during functional testing. The device was tested, and the air detector was found to be operating normally. No fault was found. However, another problem was addressed; the event history logs showed multiple high alarm: downstream occlusion. Thus, it was recommended to replace the downstream occlusion sensor to address the multiple alarm issue. The cause of the reported issue was unknown. The product is beyond 2 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device was previously on 16-aug-2022 for bubbled downstream occlusion seal. The repairs should not have impacted the air detector and there was no evidence of an issue with previous service in the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).